Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1375220) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported being unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that while watching television on (B)(6) 2014 between 8:00pm - 9:00pm, he "started to shake" and his wife administered glucagon around 11:00pm. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The returned meter powered on with test strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.